Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2016. As per the reporter the rods were removed for final fusion. During service it was identified that there was a malfunction of distraction nut and debris in the housing tube.